Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in united kingdom as follows: it was reported that on an unknown date, the rods fractured at t12 level and screws broken at l5 level. Revision surgery to replace rods and extend construct to s1 and pelvis was performed. No problems during procedure. This is report 2 of 8 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The DHR of product code 179799755, lot ancb16, was reviewed and no non-conformances were observed during the manufacturing process. The product was released on (B)(6) 2012. Qty. 54 the DHR was electronically reviewed. Visual inspection: the expedium di favored screws 7.00 x 55 (part # 179799755, lot # ancb16, mfg # 13-feb-2012) was received at us cq with the threaded portion of the screw completely broken off from the shaft of the screw. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was not performed as relevant parts/features were not returned. Document/specification review: the following drawing(s) was reviewed; expedium 5.5 ti di polyaxial favored angle extended tab screws. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: description of event or problem, medical products & therapy dates. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device: exp dual-inner setscrew (part 179722000, lot unknown, quantity 1).

Manufacturer narrative:
Product complaint # (B)(4). Surgical intervention, device breakage, medical device removal. (01) (B)(4), (11) unknown, (10) unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hospital: (B)(6). Date : (B)(6) 2018. Present in theatre: yes. Name of surgeon: (B)(6). Product codes - 198401495, 189401209, 197999755, 179702480. Lot numbers - bdhs9sm, om8677, om8574, a11bfb3, ancb16. Impact to patient: revision surgery. Delay in procedure: none. Event details -rods fractured at t12 level and screws broken at l5 level. Revision surgery to replace rods and extend construct to s1 and pelvis. No problems during procedure. Awaiting collection of damaged/removed.